Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as itchiness, redness, and a lump with pus. The customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as itchiness, redness, and a lump with pus. The customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. The sharp has not been returned. As submitted in the previous follow up report #1, the dhrs (device history review) for the freestyle libre sensor and libre sensor kit were reviewed and the dhrs showed freestyle libre sensor and libre sensor kit passed all tests prior to release. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as itchiness, redness, and a lump with pus. The customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Event description:
A customer experienced a skin reaction while wearing an adc device and experienced symptoms described as itchiness, redness, and a lump with pus. The customer had contact with a healthcare professional and was prescribed antibiotics for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section b3 (date of event) was incorrectly documented in initial report. Correction has been made.